Event description:
It was reported that during a da vinci system training session that recoverable errors occurred against the universal surgical manipulator (usm) 1. The intuitive surgical inc technical support engineer (tse) checked the system logs and confirmed the reported issue. The tse recommended rebooting the system and performing an emergency power off to help temporarily resolve the issue. There were no reports of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced usm to resolve the error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.